Event description:
The customer complained that higher than expected, non-reproducible tropi es results were obtained from five different patient samples and from a known troponin I-free sample tested on a vitros eci immunodiagnostic system. Patient sample 1: 0.105 ng/ml vs. The expected result of <0.012 ng/ml patient sample 5: 0.125 ng/ml vs. The expected result of 0.023 ng/ml patient sample 7: 0.080 ng/ml vs. The expected result of 0.032 ng/ml patient sample 11: 0.074 ng/ml vs. The expected result of <0.012 ng/ml patient sample 13: 0.093 ng/ml vs. The expected result of <0.012 ng/ml troponin I-free sample: 0.083, 0.097, 0.082, and 0.066 ng/ml vs. The expected result of <0.012 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action. The unexpected troponin I results generated on the vitros eci analyzer were not reported to a clinician. No allegations of patient harm were made as a result of the events. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that higher than expected, non-reproducible tropi es results were obtained from five different patient samples and from a known troponin I-free sample tested on a vitros eci immunodiagnostic system. The most likely assignable cause was instrument related. Ocd has decided to discontinue the investigation of the vitros eci instrument performance and replace this eci instrument with a new vitros eci instrument. The possibility that pre-analytical sample handling had contributed to the event could not be ruled out. The investigation determined that the reagents were unlikely to have contributed to the events.